Event description:
Cardiac surgeon used 4-0 vascufil suture to repair an atrial septal defect. As the inferior vena cava was cannulated for cpb the 4-0 vascufil utilized for the purse string suture broke with a minimal amount of tension. Surgeon was able to recover by re-adjusting the length of the suture within the tourniquet. Subsequently, the pericardial patch repair of the defect was performed with a running 4-0 vascufil. As the pt was closed, there was a noted tee demonstrating a near total disruption of the pericardial patch. The surgeon had to re-cannulate and re-open the right atrium. It was noted there was a well tied knot of the 4-0 suture material, but it had fractured. The pt became hemodynamically unstable during the period of resuturing with another suture.